Event description:
According to the reporter, during a thoraco/lobectomy procedure, during the sixth firing for the right inferior lobe resection, the surgeon was unable to squeeze the handle and the device could not be fired. The device was replaced by a new cartridge and the firing was completed with no problem. There was no injury caused to the patient and no medical intervention was required. No reinforcement material was used.